Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2018, it was reported that the patient's pump doesn't work. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reported the patient's bolus was not working. The patient's weight was (B)(6) lbs. It was noted the patient first experienced the issue about a week before the patient called the manufacture. The patient was asked to change the batteries and that resolved the issue.